Event description:
It was reported that the right atrial (ra) lead exhibited a fracture. It was also noted that the lead exhibited high and undefined impedance. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 5054-52 non-defib lead, implanted on (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.